Event description:
Customer report the connection between the syringe and the pressure tubing does not work properly and leaks. They can only get about one turn of the threads. The connection either comes apart or leaks.

Manufacturer narrative:
Manufacturing reports: process analysis (evaluation) visual: visual inspection of the nineteen returned syringes revealed no gross external anomalies, on the sub assemblies. Functional: all syringes passed pressure testing for both the flow test and burst test. Root cause: none applicable, failure mode was not duplicated on returned samples. Corrective/preventive actions: based on recommendation from the cincinnati engineering group, the following steps are going to be verified with the molding personnel. Check the flashing at the tip of syringeduring the molding operation specification is 0.005". Check the 0.262" diameter on tip. All actions to be coordinated by molding personnel during the test and validation process of syringe.